Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt was implanted with two leads from the same lot number. It was reported during the trial period the pt experienced weakness in her right leg to the point that she could not walk on her own. The pt's scs trial leads were removed. Follow-up on (B)(6) 2013 identified the issue resolved when the leads were removed.